Manufacturer narrative:
The date of he event was reported as an unknown date "5-6 months ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the homechoice cassette and a viaflex dianeal solution bag which resulted in a leak. This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.